Manufacturer narrative:
Clinical investigation: based on the available information, it cannot be determined what caused the patient¿s staphylococcus aureus event. However, there is no evidence that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Peritonitis is a well-documented complication known to occur in pd therapy. Staphylococcus aureus is a well-known colonizer of human skin. Therefore, it is possible touch contamination or a breach in septic technique during pd therapy may have led to the peritonitis event. Additionally, staphylococcus aureus peritonitis can be secondary to exit site or tunnel infections of the pd catheter (not a fresenius product) and since the patient¿s pd catheter warranted removal there is also a possibility the pd catheter was a confounding factor in this event. Should additional information become available this clinical investigation will be updated accordingly. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contacted technical services after being on hemodialysis for about 3 months. The patient was returning to continuous ambulatory peritoneal dialysis and contacted technical services requesting a replacement cycler. The patient stated they had peritonitis in the past and were uncomfortable using this cycler. The technical support representative advised to discontinue use of the cycler. The cycler was replaced. Upon follow up the peritoneal dialysis nurse reported the patient¿s culture (most likely pd effluent; unknown date) grew the bacteria staphylococcus aureus. It is unknown if the patient received antibiotic treatment. The nurse did indicate the patient had replacement (unknown date) of the pd catheter (not a fresenius product). The nurse reported the peritonitis event was not related to the liberty select cycler. Additional information was solicited, but unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.